Manufacturer narrative:
Device not accessible for testing.

Event description:
It was reported that while loading a patient into the ambulance, the powerload arms got caught on the cot causing it to drop down and the patient was injured. Due to pending litigation surrounding this event, the customer was unable to provide any additional information regarding the severity and treatment of the reported injury or serial numbers of the devices involved.